Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-sep-2018 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all of the keypad buttons were found to respond appropriately. The keypad cover was removed. No contamination observed under the key contacts. The leak test shows a leak at the battery compartment crack. There were battery compartment cracks observed. Evidence of moisture was observed inside the battery compartment. The pump¿s cover was removed and no damage or additional moisture was observed to the keypad flex/connector or other internal components. The original complaint of keypad button response issue was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the ok keypad button was under responsive. It was noted that there was moisture visible in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.